Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treated with manual injection. Customer stated that they had motor error alarm and they were not able to clear alarm and rewind the insulin pump and battery compartment was cracked and motor was not working. Customer also stated that they cannot place battery inside as it was broken off. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.